Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("location of device: sitting on top of uterus"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy and irregular bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included menorrhagia (moderate menorrhagia) on (B)(6) 2016, bleeding menstrual heavy (patient has been bleeding for 12 days.) On (B)(6) 2016, dental operation (for wisdom teeth) in 1997, blood in urine, pain in leg and multigravida. Previously administered products included for prevent pregnancy: micronor in 2005; for control bleeding post-essure: trinessa and mirena iud. Concurrent conditions included haemorrhage nos since (B)(6) 2015, migraine since (B)(6) 2015, multigravida (((B)(6) 2005, (B)(6) 2008, (B)(6) 2012)), parity 3 (((B)(6) 2005, (B)(6) 2008, (B)(6) 2012)), uterine leiomyoma since (B)(6) 2015, vaginal bleeding since (B)(6) 2015, anemia (severe acute and chronic anemia associated with acute blood loss and chronic disease.) Since (B)(6) 2015, tiredness since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, iron deficiency anemia since (B)(6) 2015, blood loss of (nos) (estimated blood loss: 100cc) since (B)(6) 2015, dizzy since (B)(6) 2016, pelvic pain since (B)(6) 2016, dysfunctional uterine bleeding, uterus enlarged, frank hematuria since (B)(6) 2016 and opioid induced constipation since (B)(6) 2016. Family history included bleeding and hypertension (father). Concomitant products included lidocaine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraines"), loss of libido ("sexual desire back to normal"), insomnia ("insomnia") and flatulence ("gas pain"). The patient was treated with blood and related products, surgery (hysterectomy (full), salpingectomy), and surgery (on 2015 uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight increased, weight decreased, alopecia and flatulence outcome was unknown and the abdominal pain, back pain, migraine, loss of libido and insomnia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, insomnia, loss of libido, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Microscopic description: sections of the cervix show mild acute and chronic cervicitis and nabothian cysts. The endometrium is markedly attenuated and focally shows weakly proliferative features. The myometrium contains a leiomyoma. No significant mitotic activity or nuclear atypia are present. The serosa is unremarkable. Both of the fallopian tubes are also unremarkable. All the tissue is negative for malignancy. On (B)(6) 2016, pelvic ultrasound,impression: 1. A single large uterine myoma. 2. Bilateral ovarian cysts. On (B)(6) 2015, transvaginal pelvic ultrasound, impression: 1. There is a large possible submucosal leiomyoma present. Ob/gyn consultation recommended; 2. No adnexal masses or free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, menorrhagia, pelvic pain, migraine and device monitoring procedure not performed. The following ones were extracted from social media: insomnia, gas pain and loss of libido. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post received. Events insomnia, gas pain & loss of libido received. Product, patient & reporter information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), device expulsion ("location of device: sitting on top of uterus"), abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy and irregular bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") in an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included menorrhagia (moderate menorrhagia) on (B)(6) 2016, bleeding menstrual heavy (patient has been bleeding for 12 days.) On (B)(6) 2016, dental operation (for wisdom teeth) in 1997, blood in urine, pain in leg and multigravida. Previously administered products included for prevent pregnancy: micronor in 2005; for control bleeding post-essure: trinessa and mirena iud. Concurrent conditions included haemorrhage nos since (B)(6) 2015, migraine since (B)(6) 2015, multigravida (((B)(6) 2005, (B)(6) 2008, (B)(6) 2012)), parity 3 (((B)(6) 2005, (B)(6) 2008, (B)(6) 2012)), uterine leiomyoma since (B)(6) 2015, vaginal bleeding since (B)(6) 2015, anemia (severe acute and chronic anemia associated with acute blood loss and chronic disease.) Since (B)(6) 2015, tiredness since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, iron deficiency anemia since (B)(6)2015, blood loss of (nos) (estimated blood loss: 100cc) since (B)(6) 2015, dizzy since (B)(6) 2016, pelvic pain since (B)(6) 2016, dysfunctional uterine bleeding, uterus enlarged, frank hematuria since (B)(6) 2016 and opioid induced constipation since (B)(6) 2016. Family history included bleeding and hypertension (father). Concomitant products included lidocaine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraines"), loss of libido ("sexual desire back to normal"), insomnia ("insomnia") and flatulence ("gas pain"). The patient was treated with blood and related products, surgery (hysterectomy (full),salpingectomy) and surgery (on 2015 uterine ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight increased, weight decreased, alopecia and flatulence outcome was unknown and the abdominal pain, back pain, migraine, loss of libido and insomnia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, insomnia, loss of libido, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Microscopic description: sections of the cervix show mild acute and chronic cervicitis and nabothian cysts. The endometrium is markedly attenuated and focally shows weakly proliferative features. The myometrium contains a leiomyoma. No significant mitotic activity or nuclear atypia are present. The serosa is unremarkable. Both of the fallopian tubes are also unremarkable. All the tissue is negative for malignancy. On (B)(6) 2016, pelvic ultrasound,impression: a single large uterine myoma. Bilateral ovarian cysts. On (B)(6) 2015, transvaginal pelvic ultrasound, impression: there is a large possible submucosal leiomyoma present. Ob/gyn consultation recommended. No adnexal masses or free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, menorrhagia, pelvic pain, migraine and device monitoring procedure not performed. The following ones were extracted from social media: insomnia, gás pain and loss of libido. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping"), genital haemorrhage ("heavy and irregular bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and device dislocation ("migration of essure device") in an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included menorrhagia (moderate menorrhagia) on (B)(6) 2016, bleeding menstrual heavy (patient has been bleeding for 12 days.) On (B)(6) 2016, dental operation (for wisdom teeth) in 1997, blood in urine and pain in leg. Previously administered products included for prevent pregnancy: micronor in 2005; for control bleeding post-essure: trinessa and mirena iud. Concurrent conditions included bleeding since (B)(6) 2015, migraine since (B)(6) 2015, multigravida (((B)(6) 2005, (B)(6) 2008, (B)(6) 2012)), parity 3 (((B)(6) 2005, (B)(6) 2008, (B)(6) 2012)), uterine leiomyoma since (B)(6) 2015, vaginal bleeding since (B)(6) 2015, anemia (severe acute and chronic anemia associated with acute blood loss and chronic disease.) Since (B)(6) 2015, tiredness since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, iron deficiency anemia since (B)(6) 2015, blood loss of (nos) (estimated blood loss: 100cc) since (B)(6) 2015, dizzy since (B)(6) 2016, pelvic pain since (B)(6) 2016, dysfunctional uterine bleeding, uterus enlarged, frank hematuria since (B)(6) 2016 and constipation since (B)(6) 2016. Family history included bleeding and hypertension (father). Concomitant products included lidocaine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("location of device: sitting on top of uterus"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one"), weight decreased ("weight loss"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and migraine ("migraines"). The patient was treated with blood transfusion, auxiliary products, surgery (on (B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms), surgery (on 2015 uterine ablation) and surgery (on (B)(6) 2016 , hysterectomy (full),salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, device dislocation, device expulsion, dysmenorrhoea, pelvic pain, vaginal discharge, fatigue, weight increased, weight decreased and alopecia outcome was unknown and the abdominal pain, back pain and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on 18-dec-2012, plaintiff was advised of any complications or problems that occurred at the time of your essure placement procedure about her left tube was hard to find and place. They continued down until close to the cervix but the bulbous glow of the uterus made it very difficult to see and the uterus was then amputated plus the blood supply had been ligated. This has been sent to pathology. On 07-may-2016, history of present illness: bleed continued until now. Bleeding initially was heavy but now light discussed options of waiting to see if mirena will improve bleeding as spotting/bleeding is common in the first few months after a mirena insertion. The other option would either be nexplallon or hysterectomy. On 09-may-2016, history of present illness: patient started noticing some blood tinge to the urine yesterday and now cranberry colored. Feels nauseous but no emesis of food, just feels acid coming up. Current problem: iron deficiency anemia, due to chronic blood loss assessment: gross hematuria, constipation secondary to opiate use. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Microscopic description: sections of the cervix show mild acute and chronic cervicitis and nabothian cysts. The endometrium is markedly attenuated and focally shows weakly proliferative features. The myometrium contains a leiomyoma. No significant mitotic activity or nuclear atypia are present. The serosa is unremarkable. Both of the fallopian tubes are also unremarkable. All the tissue is negative for malignancy. On (B)(6) 2016, pelvic ultrasound,impression: 1. A single large uterine myoma. 2. Bilateral ovarian cysts. On (B)(6) 2015, transvaginal pelvic ultrasound, impression: 1. There is a large possible submucosal leiomyoma present. Ob/gyn consultation recommended. 2. No adnexal masses or free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, menorrhagia, pelvic pain, migraine and device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received. Reporters were added. Patient¿s details, historical drug, historical condition, concomitant disease, concomitant drug, lot no, family history, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), migration of essure device, location of device: sitting on top of uterus, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, loss specify which one, hair loss, abdominal pain, lower back pain, migraines and she did not undergo an essure confirmation test were added as events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2016 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.